Event description:
It was reported according to the operative report the device malfunctioned due to apparent fluid leak into generator/electrode connection. It was reported that the device malfunction and the device did not do what it was supposed to do.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0r884, implanted:(B)(6) 2015, explanted:(B)(6) 2015-, product type: lead. (B)(4).